Manufacturer narrative:
(B)(4). The complaint mr850 respiratory humidifier is currently en-route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in italy audible alarm of a mr850 respiratory humidifier was not functioning properly. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint mr850 respiratory humidifier was not returned to fisher & paykel for evaluation. Our investigation is therefore based on the information provided by the customer and our knowledge of the product. Results: the customer reported that the audible alarm of the mr850 respiratory humidifier was not functioning properly. Conclusion: without the return of the complaint device, we are unable to determine the cause of the reported event. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A distributor reported on behalf of a healthcare facility in italy audible alarm of a mr850 respiratory humidifier was not functioning properly. There was no patient involvement.